Manufacturer narrative:
(B)(4) (display unclear). Results: evaluation of the returned product found that the alarm powers on but the lcd display is only partially visible. The low battery indicator does not work. The alarm case is damaged on the top left, top right and bottom right corners and also near the battery compartment. There is 1 screw missing and both rj-11 receptacle pins are pushed down. Note: posey's instructions for use has a warning statement "if the unit is subjected to severe mechanical shock such as dropping the unit, or is submerged in liquid, the unit may stop functioning as designed". (B)(4).

Event description:
The customer reported that the alarm has power but the lcd display is unclear. Customer detects no visible damage to the outside of the alarm case. There was no patient injury. Inspection shows that the low battery indicator does not work.